Event description:
A balloon developed a leak on the first inflation during an arteriovenous hemodialysis fistula graft dilatation procedure. The procedure was successfully completed with this unit without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co beleives the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "if loss of pressure wihtin the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".